Manufacturer narrative:
No UDI, model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6) medical center.

Event description:
It was reported before use a cardiosave intra-aortic balloon pump (iabp) had an out of box failure for the defective high pressure regulators that did not fit. Bad milling did not allow the tank to line up; tank keyed area. Performed a dry fit at home. Parts did not touch any medical device. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Getinge field service engineer (fse) says there are no logs and no service order, this parts is an out of box failure. The parts is not associated with any equipment. Parts was tested with a helium tank. Fse do a dry fit due to past faulty parts. This issue has been solved/ corrected by getinge. The defective components were received for further investigation. The failure analysis and testing dept. Received part number with a reported unit failure of an out of box defect with the helium regulators not lining up with the tank. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found that these parts would not line up with the retaining collar in the cart. Fat confirmed the reported failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq